Manufacturer narrative:
The insulin pump passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. The drive support was inspected and no anomaly was noted. The insulin pump was programmed with a test transmitter and the glucose sensor simulator. The sensor feature worked properly. No lost sensor alarms were noted. The insulin pump was received with a cracked case at the display window corners, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Additional information has been provided which was not included with the initial report. The information has been provided with this report. The insulin pump passed delivery volume accuracy test.

Event description:
It was reported that the customer had a blood glucose level of 17 mg/dl and emergency medical technicians were called to her home. Standard troubleshooting was performed. It was discovered that the insulin pump's drive support cap was flush. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.